Manufacturer narrative:
H3: the revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which may have led to prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this failure cannot be confirmed as it was not reported, and the device was not available for evaluation and images of the explanted device /radiographs were not provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 200-04-33 - bandeja tib cementada aleta 3f/3t. (B)(6), 232-02-03 - comp. Femoral asimetrico poroso cr nº3 izq.

Event description:
As reported, on (B)(6) 2023 this patient was implanted with a 200-23-09 cr tibial insert sz3, 9mm, serial number (B)(6) on (B)(6) 2011. Patient was revised on (B)(6) 2022 due to polyethylene wear. No additional details are available at this time the insert was manufactured on 6/9/2010 and was packaged in a vacuum bag with no evoh. No other information was provided at this time.

Manufacturer narrative:
The following sections have corrected information: h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which may have led to prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this failure cannot be confirmed as it was not reported, and the device was not available for evaluation and images of the explanted device /radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h6, h11. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear. Potential root causes of uneven pressure distribution from the alleged joint instability and/or potential malalignment of the femoral and/or tibial component could not be confirmed from the provided information. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately 131 months after a total knee arthroplasty (unknown side) a patient underwent a revision. Patient presented with pain, mild instability and mild tibial osteolysis approximately 4 years post initial surgery. Approximately 8 years post the initial surgery, it was observed the patient had experienced tibial osteolysis, while the femur remained in good health. It was reported approximately 1 year prior to the revision surgery, the patient showed evidence of osteolysis in both the tibia and femur. The patient was revised to a competitor's construct. No post operative reports were provided. A photo of the explanted insert was provided. No surgical or medical interventions were reported. Patient's outcome post operatively was reported as unknown.